Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event, and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient contracted meningitis following an implant procedure. The patient was hallucinating and acting odd. The patient was admitted to the ER and was hospitalized. The patient was given IV antibiotics and the device was explanted. Follow up report indicated that the patient's symptoms have been resolved.